Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication was not linked with the pyxis while scanning. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one medication was not linked into pyxis "no product ID available". A technical support specialist dialed into the server and checked the barcode and product ID was missing. The tss found that the medications matched the scan code but lacked linkage. The customer linked the barcode ndc with the medications and enabled the "scan on remove" setting in the facility formulary. The customer was able to dispense the medication. The system functioned as intended after the technical support specialist and customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication was not linked with the pyxis while scanning. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.